Event description:
The manufacturer received information alleging a ventilator had a leak from the oxygen connector. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen manifold assembly was replaced to address the issue.